Event description:
It was reported that during a robotic laparoscopic sleeve procedure, the first firing the black reload with seam guard fired completely. The outer row of staples at the distal end of the reload did not fire. Case completed with the staple line being over sewn. There were no patient consequences.

Manufacturer narrative:
(B)(4). Conforming. The analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process. Based on the photographic evidence the belief is that the complication is the result of deck deflection. The complication was the result of the tissue and buttressing material being beyond the ecr60t (black) staple cartridges gap specification and the ple60a devices ability to bring the captured mass into thickness compliance.